Event description:
On the same day of the primary, the patient came in reporting pain due to joint luxation of the head and the liner from the cup. The surgeon revised all implants and the surgery was completed successfully. It has been reported that the patient kept moving his legs and it is suspected that he intentionally dislocated his hip, in order to stay in the hospital longer, instead of returning to prison.

Manufacturer narrative:
Batch review performed on 16-aug-2023. Lot 2302833:(B)(4) manufactured and released on 17-apr-2023 . Expiration date: 2028-04-01. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Additional involved implant: batch review performed on 16-aug-2023 on cup: impact 01.32.154mb double mobility acetabular shell ø54 (k143453) lot. 2249164 lot 2249164: 30items manufactured and released on 12-jul-2023. Expiration date: 2028-07-02. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.